Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2014 and removed/replaced on 08/18/2020 due to a leakage in the device. Additional information received indicated a loss of fluid ¿ hole in the cylinder/hole in tubing. A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tubing of cylinder 2, near the strain relief. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A partial separation was noted on the exhaust tubing of cylinder 2. Testing revealed this to not be a site of leakage. Surface abrasion was noted on all pump tubing. No functional abnormalities were noted with the pump, cylinder 1, or reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress was exerted on the exhaust tubing of cylinder 2 to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a revision scheduled due to leakage in the device. Loss of fluid ¿ hole in cylinder/ hole in tubing was noted.